Manufacturer narrative:
Additional information was received indicating the patient underwent a successful operation to resolve the pericardial effusion. The cause of the worsening effusion was unable to be determined. The device was checked post operation with no anomalies noted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker had a pre-existing pericardial effusion. Following the implant of the pacemaker system the effusion worsened and the patient was admitted to the hospital. The device was checked and no device anomalies were noted. It was reported the patient was non-responsive and was scheduled for an operation the following day. No additional adverse patient effects were reported.